Event description:
Testing during a laparoscopic procedure and it was noted that the tip of the disposable scissor was arcing about an inch above the tip. No damage was noted to the insulation prior to procedure. The scissor was discarded and another one was obtained to proceed. Surgery prolonged less than one minute. The patient suffered no adverse affects of the incident.

Manufacturer narrative:
The item will not be returned. All of the available information has been forwarded for analysis to the manufacturer.